Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. Upon follow up communication/interviews with the customer, performed by olympus technical support, the customer reported that upon re-seating the maj-1430 video cable, the problem was resolved and the device performed as expected.

Event description:
A user facility reported to olympus that the olympus cv-190 was displaying a b30 scope communication error. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was an unstable connection between the subject device and the scope connector, resulting in the error b30. As stated in the instructions for use, as a preventive measure, "push the video connector into the video connector socket of the instrument all the way until it clicks, holding this instrument with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. When a visera series endoscope or camera head is used, disconnect the video connector of the videoscope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down. That could have prevented the indication phenomenon. Make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear."